Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and the motor passed the motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners.

Event description:
It was reported the customer received a motor error alarm while they were sleeping. Customer's blood glucose was 36 mg/dl. The customer stated they were low because they had miscalculated their carbohydrates for dinner. It was also found the customer had a no power alarm. The customer could not recall any significant events leading to the alarms. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.